Manufacturer narrative:
The investigation could not confirm the reported pain. A search of the complaint database did not reveal any other reports for manufacturing lot. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported pain. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address knee pain.